Event description:
It was reported the patient's blood glucose level rose to 382 mg/dl while wearing the pod between 4 and 24 hours. Pod had been originally reported by patient for bleeding/bruising at infusion site.

Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. Confirming the user reported event of bleeding. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to be externally damaged. This damage did not prevent fluid from flowing the complete fluid path. No timeouts or drive stalls were present in the pod data indicating the pod did not struggle to deliver insulin during runtime. Due to the external nature of the soft cannula damage, the exact cause and timing of the damage could not conclusively be determined.